Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had time clock anomaly. The customer blood glucose level was unknown. Troubleshooting was performed. Customer was driving at time of call and unable to talk at time of call. The device will not be returned for analysis.